Event description:
The pt was being fed using a pump. An unknown amount of an enteral feeding solution was hung, and the pump was set to deliver 70 ml/hr. 700 ml were delivered in 1 hour. There was no illness, injury or medical intervention resulting from the event. Following the event, the feeding solution was removed from the pt's stomach by an unknown means. No pt involved.